Event description:
Event description guidant received information that this ventricular lead was not functioning and a fracture located in the first rib/clavicle area was noted under fluoroscopy. The lead was taken out of service and replaced. The patient has experience one presyncopal event.